Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The battery compartment was found to have cracked from the grip pad to the case seal. The cartridge compartment was cracked on the right side of the grip pad. The bolus button cover was missing from the pump as a result the bolus button was not tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment and the cartridge compartment were both cracked. This report is made based on the results of investigation completed on (B)(4) 2015.